Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited an increase in lead impedance measurements and a loss of output due to the terminal pin not being fully inserted. The issue was resolved through reinserting the lead into the header.